Event description:
It was reported that the end cap sticker on the unit was detached. It was also stated that the drive support cap was protruding. It was stated that the customer did not press on the cap while connected to the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.